Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 78mm abdominal aortic aneurysm. Evar using the laser technique to laser the sma and both renal arteries was performed. Tortuous anatomy was noted (very tight distal aorta and very tortuous anatomy around the visceral segment). It was reported during the index procedure the sma and both renal arteries were pre-stented with medtronic visi-pro stents. The endurant graft was placed below the celiac artery, deployed and removed from the body. An aptus tourguide was inserted along with the laser. The sma was lasered and a non mdt (7x22)stent placed. The same laser was used to successfully laser the right renal. Two aptus guides kinked due to severe angulation of the anatomy during the procedure. A 5x29 non MDR stent was placed in the artery. The physician then proceeded to the left renal which was very tortuous and had a downward curve. After several hours of trying attempts to get to the renal artery were unsuccessful. The physician was able to get in the artery but unable to get any stent to track around the tortuous renal artery. It was noted theartery was dissected and the decision was made to stop and bag the renal due to the dissection. A 10 mm non mdt septal plug in the hole made by the laser. Both right and left limbs of the endurant graft were deployed, ballooned and supported with iliac stents. The septal plug was deployed very close to the flow divider of the main body. A 10x37 visi pro stent at the level of the flow divider to push up the plug and support the proximal portion of the limb was placed. A final angiogram was preformed which showed a type iii endoleak from around the plug. Due to the length of the procedure and radiation dose the decision was made to stop and transfer the patient to the ICU for recovery. Post op the physician noted the patient was doing ok. Creatine levels had jumped from 1.0 to 1.8 which was anticipated due to contrast and loss of left renal. Per the physician the cause of the dissection and type iii endoleak were anatomy related due to extreme tortuous anatomy. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: it was confirmed that the type iii endoleak was from the laser fenestration of the main body graft. The dissection was caused by the severe tortuosity of the renal artery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.